Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: 2010. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Event description:
Journal article received: intra-operative migration of dynamic hip screw into the pelvis; singh r., rohilla r.k., siwach r., singh z., magu n.k., sangwan s.s.; journal of the college of physicians and surgeons pakistan, 2010 may; 20 (5): 341-342; reported: a (B)(6) man presented with intra-pelvic migration of dynamic hip screw (dhs) during osteosynthesis of intertrochanteric fracture (reference complaint# (B)(4)). The article mentions four additional cases of dhs screw migration. In three of the cases the screw was successfully retrieved. In one case with retroperitoneal migration of a sliding screw, retrieval was unsuccessful and screw was left in patient. This is report 1 of 2 for complaint (B)(4). This report is for an unknown amount of unknown screws.